Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20389.

Manufacturer narrative:
Corrected data : the reference MFR report number for device 2 is inadvertently reported wrong. This report consist of right information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20388. It was reported, the patient experienced loss of stimulation. A sjm representative tried reprogramming to no avail. System diagnostics revealed low impedances. X-rays were taken and the physician determined the lead has migrated. It was also reported, the patient experienced pain at the lead site. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2015-20389. It was reported the patient underwent surgical intervention where the physician found the lead was tangled. Consequently, the scs lead was explanted and replaced which resolved the issue. Reportedly, the stimulation was restored postoperatively.